Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed. The reported stent dislodgement was confirmed. There were crimp marks on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture. The reported failure to advance and difficult to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending (lad) artery. An unspecified stent was implanted in the circumflex. A 2.5 x 23 mm xience alpine stent delivery system was being advanced to the lad when it could not cross through heavy calcification. When removing the device, while in the left main artery, the stent caught on severe calcification and the stent implant dislodged. The stent migrated to the internal iliac where is was removed with a snare device. The procedure ended at this time. There was no clinically significant delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.